Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 (compensated) on a cobas c 111. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 2.68 mg/dl and repeated as 0.44 mg/dl. The creatinine reagent lot number was 57929101, with an expiration date of 30-jun-2023.

Manufacturer narrative:
A general reagent issue could be ruled out because calibration and quality controls were acceptable. The customer cleans the sample probe every 7 to 10 days. Per product labeling, the probe has to be cleaned manually on a weekly basis and deproteinized daily. The issue is consistent with a failed pipetting on the analyzer related to inadequate customer maintenance.